Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) USA alleging that the down arrow button on their onetouch ultra2 meter was unresponsive when pressed. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue started on (B)(6) 2016 at 10:45am. The patient stated they manage their diabetes with insulin (no adjustments), and did not state whether they had made any changes to their diabetes management regimen as a result of the alleged product issue. The patient stated that immediately after the alleged product issue occurred they had developed the symptom of ¿shaking¿, but denied requiring any form of treatment as a result of this symptom. At the time of troubleshooting the cca noted that the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims that they were unable to test their blood glucose using the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.